Manufacturer narrative:
A review of the manufacturing paperwork has been conducted.

Event description:
This patient presented to the hospital with a traumatic thoracic aortic injury and underwent endovascular repair using a gore tag thoracic endoprostheses. In 2007, a reintervention took place to correct a lack of inner wall apposition. Post-operatively, the patient presented with pain. It was discovered that the flares at the proximal end of the device had infolded and obstructed blood flow in the aortic arch. The device was explanted and returned to gore.